Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the ultrasonic medium leaked out of the device because of the hole in the sheath at the tip. The hole was likely caused by a stress applied during use. A definitive root cause cannot be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed, there were no abnormalities with the image. The device evaluation found that the insertion tube had breakage. In addition, the ultrasound image was not drawn normally, and the insertion tube was deformed. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the ultrasonic probe image could not be seen to the extent that it interfered with the examination, it was reported that the user facility saw something like bubbles. The issue was found during an unspecified procedure, the intended procedure was completed with a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the insertion tube had breakage. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.